Event description:
Healthcare professional reported via nbir right side "capsular contracture" baker grade iii. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional information from the reporter regarding event, product, or patient details cannot be obtained due to lack of contact information. No additional information is available at this time. Reason for reoperation: capsular contracture.